Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was not triggering with EKG signal. No one was injured.

Manufacturer narrative:
The corrected fields: b5, b6, b7, d10, h6 (he impact code).

Event description:
It was reported that, during routine check cardiosave intra-aortic balloon pump (iabp) unit was not triggering with EKG signal. There was no patient involved and no one was injured.

Manufacturer narrative:
Updated field: b4, d8, d9, g1, g3, g6, h2, h3, h6(component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) inspected and connected patient simulator to cardiosave and verified that ECG and pressure signals were triggering cardiosave. Ran and passed all performance and function tests. Ran cardiosave with test balloon for 30 mins. The device has passed all functional testing and delivered to user for clinical use. Patient involvement was not there and no harm reported.